Event description:
It was reported that the patient underwent hernia repair on (B)(6) 2013 and mesh was implanted. Following the procedure, on (B)(6) 2013, the patient experienced pain and was prescribed pain medication. The patient was on pain medication for approximately 4-5 days and reports that the medication made the patient constipated. The patient experiences pain in the stomach and left testicle and the patient reports that standing or lying on the back will sometimes ease the pain. The patient has undergone ultrasound and MRI and scrotal ultrasound shows small to moderate amount of free anechoic fluid in the right scrotal sac. The patient reported that the surgeon opined the mesh is hard and cracking. The patient reports the mesh will have to be removed but there is no specific date for removal.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. (B)(4).